Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, the ventilator shut down. The unit stopped ventilating and the display screen was black. The customer reported that the alarm functioned properly at the time of the event. The pt was manually ventilated before being transferred to another ventilator. There were no negative pt consequences reported.